Event description:
Arthroscopic knee surgery (right) [arthroscopy]; right knee pain [arthralgia]; synvisc had not worked [therapeutic response decreased]; knee swelling [joint swelling]. Case description: spontaneous report received on 08-jul-2008 from a physician regarding a (B) (6) female with a history of osteoarthritis, (B) (6), who experienced right knee pain, injections had not worked and arthroscopic knee surgery after starting synvisc. The patient received injections of synvisc into the right knee on (B) (6)-2008 and (B) (6)-2008. The patient began to experience increased knee pain after starting the synvisc injections. The patient did go on to have arthroscopic surgery for debridement. The physician stated that the surgery was not done to treat the reaction to synvisc, but because the synvisc injections had not worked for the patient. The third injection was not given due to the adverse event. Additional information in the form of a qa report was received 21-jul-2008. Qa results: the production and quality control documentation for lot# x06281, expiry date 10/2009 reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Follow-up information was received from the hcp on 19-aug-2008 and 20-aug-2008. He updated the medical history to include previous treatment with nsaids and steroids, moderate osteoarthritis, prior effusion and joint narrowing. He confirmed the dates of the synvisc injections as (B) (6)-2007 and (B) (6)-2007. Effusions were not collected before the injections and exudate was not collected after the last synvisc treatment. The hcp reported that the patient's arthroscopic surgery was probably related to adverse events associated with synvisc. He stated that on (B) (6)-2008, two days after the first synvisc injection, the patient began to experience increased knee pain and swelling. The patient underwent arthroscopic knee surgery on (B) (6)-2007 and has recovered.

Manufacturer narrative:
Follow-up information was received from the hcp on 19-aug-2008 and 20-aug-2008. He updated the medical history to include previous treatment with nsaids and steroids, moderate osteoarthritis, prior effusion and joint narrowing. He confirmed the dates of the synvisc injections as (B) (6)-2007 and (B) (6)-2007. Effusions were not collected before the injections and exudate was not collected after the last synvisc treatment. The hcp reported that the patient's arthroscopic surgery was probably related to adverse events associated with synvisc. He stated that on (B) (6)-2008, two days after the first synvisc injection, the patient began to experience increased knee pain and swelling. The patient underwent arthroscopic knee surgery on (B) (6)-2007 and has recovered. Evaluation summary: the production and quality control documentation for lot# x06281, expiry date 10/2009 reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.